Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cuff leakage when doing testing before using on patient. Change new tube." No patient involvement. Two devices reported. Associated mdrs: 8040412-2026-00068 and 8040412-2026-00076.